Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: g2 (report source).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during a routine check-up that cs300 intra-aortic balloon pump (iabp) has auto failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2 (report source).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion , component code and h11. Corrected fields: medical device problem code. A getinge field service engineer (fse) after checking, found that the male luer fitting was broken. A new male luer fitting was installed, and the machine was observed for four hours and being handed over in good working condition.